Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having some issues with the therapy not working . Patient stated symptoms have been coming back probably a month or two ago. Patient was told by healthcare provider to call manufacturer. Patient stated they were on program 1 and had been increasing the settings but it got to the point where it was uncomfortable , patient feeling pulsing all day so they turned off the therapy. Agent reviewed how to change programs . During the call, patient increased stim on program 2 to 0.3 and felt a flinch in the stomach and stomach did not feel right but not sure if it was related to the stimulation. Agent reviewed stimulation in the bi-cycle seat was where they should feel it . Patient wanted to leave the setting on program 2 and would turn off the therapy if it was uncomfortable. Patient mentioned having an appointment with healthcare provider and representative on the 26th. Agent emailed manufacturing representative (rep) to inform them of the patients issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.